Manufacturer narrative:
Tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day 10 to 15 minutes, and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer allowed the pump battery to fully deplete due to not charging the battery and the pump subsequently shut off. The customer's blood glucose (bg) level was 510 mg/dl. Reportedly, the customer went to the emergency room (ER) due to the elevated bg and vomiting and was treated intravenously with fluids of saline and insulin. Customer was released from ER with issue resolved and no permanent damage.